Manufacturer narrative:
Outcomes to adverse event: other - pain. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with spinal therapy. It was reported that the cage was migrated and patient was brought back from the initial surgery completed on (B)(6) 2021 for a removal/ revision and replacement of the l5-s1 adaptix cage that was replaced with a capstone ptc cage. The revision surgery was completed today, (B)(6) 2021. Patient's initial surgery was completed on (B)(6) 2021. We had to remove and replace the l5-s1 tlif (adaptix cage) (28mm x 9mm) due to patient complaining of new leg pain. After completing a follow up CT scan. It was determined that the cage had migrated posteriorly and was aggravating the nerves. Dr.(B)(6) requested to use the "older technology" cage of capstone-ptc and increased the height to 10mm x 22mm cage (shorter length) at l5-s1. He also commented about the texture of the adaptix cage being much smoother then the capstone- ptc cages. There was no further complication reported.

Manufacturer narrative:
H3:part # 84332809; lot # tm0127020 visual and optical inspection did not reveal any damage to the outer surface of the implant. The threads where the inserter connects have been damaged. Unable to determine root cause of implant migration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section e updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with spinal therapy. It was reported that the cage was migrated and patient was brought back from the initial surgery completed on (B)(6) 2021 for a removal/ revision and replacement of the l5-s1 adaptix cage that was replaced with a capstone ptc cage. Please see previous description for cages sizes and additional details. The revision surgery was completed today. (B)(6) 021. Patient's initial surgery was completed on (B)(6) 2021. We had to remove and replace the l5-s1 tlif (adaptix cage) (28mm x 9mm) due to patient complaining of new leg pain. After completing a follow up CT scan. It was determined that the cage had migrated posteriorly and was aggravating the nerves. Dr. Schaible requested to use the "older technology" cage of capstone-ptc and increased the height to 10mm x 22mm cage (shorter length) at l5-s1. He also commented about the texture of the adaptix cage being much smoother then the capstone- ptc cages. There was no further complication reported.